Event description:
It is reported that the inserter broke during use.

Manufacturer narrative:
(B) (4): evaluation codes: as returned, the weld joining the tip of the device to the main shaft has failed, leaving the device in two pieces. The device has a potential field age of between three and four years. A design change was made at the supplier. The weld was changed from a laser weld to micro-tig in order to better achieve better penetration and increased strength. Device history records indicate all components were manufactured and inspected to specification.